Event description:
Hill-rom received a report from the account stating the brakes were not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill rom technician found three brake casters, one steer caster, and four caster supports inoperable. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced three brake casters, one steer caster, and four caster supports to resolve the issue. Based on this information, no further action is required.